Event description:
A report was received that the patient's ipg was no longer holding a charge. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No suspected device malfunction. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was no longer holding a charge. The patient will undergo an explant procedure.